Event description:
Sternal wound infections were noted post coronary artery bypass grafting. Trending and cluster analysis was undertaken. No areas of similarity was identified except for type of sternal closure. (Songer cable sys was used).